Event description:
It was reported that during a ptca/stent procedure the delivery system would not cross the lesion. The stent delivery system was withdrawn into the guiding catheter, contrary to the IFU which resulted in stent separation. The pt was sent to surgery where the stent was retrieved. Reportedly the pt tolerated the procedure well.